Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient reported experiencing unspecified serious health issues. No further information was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were not provided to mentor. Refer to manufacturing report number 1645337-2024-04802 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 04, 2024, mentor was provided with the identity of the suspect medical device as the following: size: 275cc brand name: mentor memorygel breast implant catalog: 3502751bc, lot: 9450001, serial: (B)(6). Additionally, a date of event and implantation were provided. Date of event: december 22, 2020 date of implantation: (B)(6) 2020. A manufacturing record evaluation (mre) was performed for lot 9450001, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).